Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) experienced a loss of stimulation. A diagnostic test found impedance issues for all lead contacts. Surgical intervention was undertaken to explant and replace the pt's lead. Effective stimulation was recaptured for the pt following the procedure. Visual inspection of the lead upon explant found a kink in the device at the anchor site.